Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# unknown, product type: recharger. References the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the loose desktop charger (dtc) connector pin would not stay plugged into the ins recharger (insr). They patient stated they noticed the ins battery seemed to be depleting more quickly and the felt like they had not been charging the ins well because of the loose connector pin and because they had gotten into an accident 7 weeks ago where they were hit by a car. The patient stated due to the accident, they had a fractured skull and post concussion, a fragmented memory, bodily injuries, bruises and they had forgotten to charge the ins. They had only charged a few times in the last 2 weeks. They stated when they do charge they only charge the ins to 50% instead of 100% like they normally did. The patient stated post injury they had started feeling better so they started charging more. They normally charged every other day and the battery would last about 2 days but now it was daily because they charged the ins half way. The patient stated because of the battery only lasting a day, the previous day their back was killing them. They reported they had very high settings and they were told it was normal to have to charge often. A replacement dtc was sent. The patient was redirected to a healthcare professional (hcp) if the issues with the battery depleting more quickly continued after the patient charged the ins up to 100% and to have the ins checked after the accident. It was reported all the patient¿s symptoms were related to the accident. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Analysis of the recharger (c0572668) found that there was a damaged connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.